Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device unknowingly coming into abrupt contact with a hard object, improper insertion or removal from an apparatus, or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder surgery when the wand was inserted into the shoulder joint it was noted on the camera screen that a very small fragment of the ceramic end had come off and was stuck on the face of the electrode. When the wand was removed the fragment was still attached to the wand so nothing was left in the patient. The surgeon did not use a cannula or excessive force and this was the first time the wand had been put in the joint, it had not come into contact with bone, it was only the start of soft tissue debridement. The procedure was completed with a backup device with no delay or patient injury reported.